Event description:
Patient was having combination procedure with gyn/onc and general surgery. When general surgeon fired the ethicon stapler, ils 25mm, physician noted both the posterior and the anterior anastomosis was not intact and had to over sew the stapled anastomosis. FDA safety report ID# (B)(4).